Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 5, a failure occurred upon insertion in type iii bone. An implant was then placed in a different site. Clinician reports an infection, mobility and poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 5, a failure occurred upon insertion in type iii bone. An implant was then placed in a different site. Clinician reports an infection, mobility and poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).